Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor reading displayed an inaccurate measurement due to sensor drift. As a result, the patient's sensor was recalibrated via echo/non-invasive approach. Recalibration resolved the patient's issue and the patient is doing well.